Event description:
It was reported that the user experienced fluctuating glucose levels while within the first week of ilet pump use, including a low event to 54 mg/dl and periods of hyperglycemia up to approximately 300 mg/dl, with the user noting perceived overcorrection and announcing meals at high glucose to prompt insulin delivery; the infusion set was a cd 23 inch. Symptoms included sweating, blurred vision, and dizziness. Outcomes included no need for professional medical intervention, no outside assistance, no ketone testing, and self-treatment with oral rapid-acting carbohydrates; glucose reportedly did not stabilize during the event. Investigation included complaint intake, user education, and follow-up outreach attempts. Investigation of this case revealed no device malfunction identified and an unclear cause for the hypoglycemic event in the context of early pump adaptation and user behaviors. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.